Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label use of the device on (B)(6) 2021. The patient¿s mother reported that the patient had a skin reaction which occurred the day the sensor had been inserted. The patient had a rash, burns, oozing and weeping, redness, itchiness, burning, infection, and pimples/bumps. The patient was seen by his healthcare provider who felt it was an allergic reaction to the cgm and prescribed hydroxyzine 10mg tablet twice a day (rx-only antihistamine), ketoconazole cream 2% applied twice a day on the affected site (antifungal), and hydrocortisone cream 1% applied twice a day on the affected site (steroid). The creams helped, but the mother stated it takes several weeks for the site to heal. They had tried tegaderm over the patch and then tegaderm under the patch with no success. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.